Event description:
As reported via the (B)(4), a patient experienced a peri-procedure myocardial infarction as reported by the cec adjudication committee. At the time of the index procedure, the patient had stenosis in the proximal left anterior descending (lad) and the 1st diagonal. The proximal lad was 30mm in length, de novo, and type c with 80% stenosis and timi 3 flow. A 3.0 x 33mm cypher was implanted at 16atm by direct stenting and was post-dilated per standard procedure with a 3.0 x 20mm balloon at 16atm. The 1st diagonal lesion was 35mm in length, de novo, and class c with 99% stenosis and timi 1 flow. The lesion was pre-dilated with a 2.5 x 20mm balloon and a 2.5 x 28mm cypher was implanted at 12 atm. The stent was post-dilated at 14atm per standard procedure. There was no residual stenosis with timi 3 flow. A 2.25 x 13mm cypher was implanted at 10atm to distal and overlapping the initial stent to fully cover the lesion. The stent was post-dilated with a 3.0 x 20mm balloon at 12atm. There was 10% residual stenosis and timi 3 flow. It was reported that the balloons were non-cordis products. There was an attempt to treat a chronic total occlusion in the rca, but the non-cordis wire was unable to cross the lesion. Troponin I peaked at 1.88 post-procedure and according to the cec adjudication committee, this was considered to be a peri-procedure mi. ECG core lab reported no new major st-t abnormalities and no new q waves. There were no post-procedure complications or adverse events reported by the investigative site, and the patient was discharged the following day.

Manufacturer narrative:
Concomitant medications included: lipitor 10mg daily, aspirin 325mg daily, ibuprofen 2400mg three time daily, avapro 15mg daily, dyazide 27.5/25mg daily, avandia 4mg daily, zetia 10mg daily, and lantus 50 units daily. Clopidogrel 600mg and heparin were administered intra procedure. Concomitant devices: 2.5 x 28mm cypher rx (lot 15062339), 2.25 x 13mm cypher rx (lot 15065763 additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00207, 3003742446-2012-00208 and 3003742446-2012-00209.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) study, a patient experienced a peri-procedure myocardial infarction as reported by the cec adjudication committee. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, and family history of coronary artery disease, diabetes mellitus (type ii) and history of allergy (latex). At the time of the index procedure, the patient had stenosis in the proximal left anterior descending (lad) and the 1st diagonal. The proximal lad was 30 mm in length, de novo, and type c with 80% stenosis and timi 3 flow. A 3.0 x 33 mm cypher was implanted at 16 atm by direct stenting and was post-dilated per standard procedure with a 3.0 x 20 mm balloon at 16 atm. The 1st diagonal lesion was 35 mm in length, de novo, and class c with 99% stenosis and timi 1 flow. The lesion was pre-dilated with a 2.5 x 20 mm balloon and a 2.5 x 28 mm cypher was implanted at 12 atm. The stent was post-dilated at 14 atm per standard procedure. There was no residual stenosis with timi 3 flow. A 2.25 x 13 mm cypher was implanted at 10 atm to distal and overlapping the initial stent to fully cover the lesion. The stent was post-dilated with a 3.0 x 20 mm balloon at 12 atm. There was 10% residual stenosis and timi 3 flow. It was reported that the balloons were non-cordis products. There was an attempt to treat a chronic total occlusion in the rca, but the non-cordis wire was unable to cross the lesion. Troponin I peaked at 1.88 post-procedure and according to the cec adjudication committee, this was considered to be a peri-procedure mi. ECG core lab reported no new major st-t abnormalities and no new q waves. There were no post-procedure complications or adverse events reported by the investigative site, and the patient was discharged the following day. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00207, 3003742446-2012-00208 and 3003742446-2012-00209.